Event description:
Event description cpi received information that this bipolar endocardial tined lead (0010) was removed from service because of oversensing. A cpi (0125) was implanted in the patient.